Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors broke. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the device. The scissors blades opened and closed when using the handle. There was no evidence of blood. Based upon the visual observations and the functional test, the reported complaint was not confirmed. (B)(4).